Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 22 , 2024 and section h10 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, blower, right side assembly, blower housing, blower, air inlet seal, and bottom enclosure. Pil observed black hairlike contaminant on the top cover, inside the iso port, blower cap, and bottom enclosure. Pil observed degraded sound abatement foam on the inside of the blower cap, right side assembly, inside and outside of the blower housing, on and in the blower, and all through the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the air path, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.